Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with occasional dizziness. Interrogation of the device revealed inappropriate auto mode switch due to atrial lead noise. Noise was not reproducible with isometrics and no electrical anomalies were noted. The patient was stable during and after the event, and will continue to be monitored.